Event description:
It was reported that the lead exhibited loss of sensing, the patient experienced diaphragmatic stimulation. A chest x-ray confirmed the lead dislodged. The lead was successfully repositioned on (B)(6) 2013